Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient had under-dosing. The patient reported one day onset of itching, vomiting and increased spasticity. It was reported that the patient had morphine drug withdrawal symptoms. The patient had a CT scan without contrast on (B)(6) 2015. The catheter appeared intact though it was not visualized superior to level of t9-10. The patient had a blocked catheter. "Not a serious event" as the patient "was able to wait without discomfort until (B)(6) 2015 forcatheter replacement." The entire catheter was replaced. The event was considered related to device or therapy. Not related to implant procedure. The severity was reported as moderate. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)